Manufacturer narrative:
The service rep replaced the power supply. The system operated as intended.

Event description:
It was reported that the left column on the 9800 system was not functioning properly. This issue did not occur during a case. No patient involvement.